Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the tip of the product broke. It was further reported that there were no adverse consequences.